Event description:
A surgeon reported having several refractive surprises following intraocular lens (iol) implant surgeries. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based of these findings, the residual risk remains unchanged and at an acceptable level. Add'l info was requested on 07/12/2011 and 07/27/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).